Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16560710 / 16329342 / 16571651, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: 16211319, model/catalog description: lead extension kit 25cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patient underwent an explant procedure for n unknown reason. No further information could be obtained.